Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5052305. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
(B)(6) 2025: when starting an IV, blood return (flash) was obtained in the catheter, and the catheter was being treaded into the vein. The button to retract the needle was then pushed and it pulled the catheter out of the vein and it shot it across the room. It seemed that the catheter hub was stuck to the needle or spring-loaded plastic that retracts the needle. The patient then started bleeding, and blood was also on the bed, wall, floor, and nurse. The patient also had to be stuck again.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.